Event description:
The complainant reported that the clinician was implanting a percuflex plus ureteral stent in the urinary duct of a pt. During the procedure, the stent was noted to be broken at the pig tail and the suture hole was found to be torn. The clinician then obtained another percuflex plus ureteral stent and successfully completed the pt procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).